Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 green reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event via stapler logs. The reload was found to have the knife exposed within the knife track. Visual inspection was performed and found no damage to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. The reload was found to have a firing failure based on the stapler logs. Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported event, but confirmed it via the logs. Based on log review and not replicated during in-house testing, the instrument was found to have 1 firing failure. However, the failure was not observed and replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument clamped, fired, and unclamped successfully. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Visual inspection was performed and found no damage. The instrument was found to have a firing failure based on log review. Failure analysis found the secondary failure of clamping failures to be related to the customer reported complaint. The instrument was found to have repeated clamping failures based on log review and not replicated during in-house testing. The hi-foam challenge is unable to be performed at this time. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system error(s): 22030 - log stapler failure, which indicates sureform 45 stapler had a firing failure.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure the "bowel allegedly had to be extruded from the stapler instrument and the stapler did not staple or cut correctly." The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the surgeon explained that the stapler instrument fired and "pushed the tissue out of the instrument as it fired. Different reload colors were used, but did not address the issue. The surgeon also indicated the instrument displayed a knife out error." The surgeon did not provide any further information why the procedure was converted to open surgery.